Manufacturer narrative:
The reported event has been determined to be an unsuccessful implant placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Failed to integrate. Time of loss in relation to the implantation was before restoration. Bone quality at the time of implant failure was type iii.